Event description:
The customer reported to olympus, during a diagnostic procedure, the monitor had power to it, but there were no menus and no image and when the hitting the display nothing lights up. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields: h6 and h10.   Three attempts were made to the user facility for additional information without a reply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined due to the device was not returned.     Olympus will continue to monitor the field performance of this device.